Manufacturer narrative:
(The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 25 occurred. Additionally, the customer was prompted to fill the tubing multiple times, and believes to possibly being connected while going through the fill tubing process, and inadvertently delivered 30.2 units of insulin. Customer experienced a blood glucose (bg) level of 10-14 (mg/dl). Reportedly, the customer became unconscious and went into a coma. The customer was admitted into the emergency room (ER) on (B)(6) 2018 and stayed there overnight, and then was admitted into the hospital. Reportedly, the customer was unable to provide the treatment method received. On (B)(6) 2018, the customer was released from the hospital with a bg level of 221 (mg/dl), and was feeling "normal". Review of the pump data logs showed that the customer delivered (B)(4) units of insulin, along with delivering (B)(4) units due to the basal rate setting. Reportedly, the customer's health care provider advised the customer to continue use of the pump. Additionally, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues (fill tubing and min fill) could not be verified. In addition, the alleged alarm 25 was verified in the pump logs; however, no failure was identified.